Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via an company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The other medications the patient was taking at the time of the event were duragesic 25mcg/hr, norco 10/325 mg every 8 hours. The patient¿s medical history included chronic abdominal pain and the patient¿s allergies were ibuprofen, morphine and oxycodone. It was reported that there were higher residual volumes than expected and the pump was flipping. The patient had lack of effective pain control. The patient was being referred to neurosurgery for catheter revision/ replacement. The patient status was alive, no injury. Additional information received from the healthcare provider reported that the patient first started experiencing the lack of effective pain control and the flipped pump was (B)(6) 2016. The dates of the volume discrepancies were (B)(6) 2016. Per the healthcare provider there was no device, patient, therapy or procedure issue related to the flipped pump and volume discrepancy. The patient was referred to a neurosurgeon for revision. The pump was decreased by 20% and duragesic added. The cause of the flipped pump and volume discrepancy was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.